Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux testing. However, the device did not meet the requirements for pressure-flow, pre-implantation, and leak testing due to a tear observed in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that water could not be pumped in and no water was ejected out. The valve was not implanted and there was no injury to the patient. The patient¿s status was listed as ¿okay.¿

Manufacturer narrative:
Patient and device information updated. If information is provided in the future, a supplemental report will be issued.